Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
After gamma3 surgery, the lag screw cutout was occurred. The revision to tha was perfomred on (B)(6) 2016.

Manufacturer narrative:
Please disregard the MFR report # 0009610622-2016-00308, upon further received information it was confirmed that the reported event does not involve stryker component(s).

Event description:
After gamma3 surgery, the lag screw cutout was occurred. The revision to tha was perfomred on (B)(6) 2016.